Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the tips of two bolt extractor devices broke off. It was reported that they broke during preparation, with not much applied mechanical force. All fragments were retrieved with a vacuum hose, and none remain in the patient. The surgeon carried out an interoperative x-ray to make sure of this. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. The conducted investigation showed that both instruments were manufactured in accordance with the specifications. Both parts broke in the front area. The instruments are of a delicate design, but there is evidence that excessive mechanical forces during screw removal led to the cracks. We further investigation regarding the manufacturing process and the materials did now show any deviation from the specifications. The cause is unknown.